Event description:
"S/p b subgl gel implants (unk type, MFR - no records) in for augmentation. Pt reports r developed contracture within 1 yr but did not begin to hurt until 5-6 yrs ago. Thinks b may be decreased - denies trauma, + systemic probs, including arthralgias (+ am stiffness), myalgias, dysesthesias, paresthesias, spasms, swelling, chronic fatigue, swollen glands, low grade fevers, rec infections, hot flashes, chills, drenching sweats, headaches, tmj probs, dry mucus membranes, hair loss, oral sores, blistering rashes, sens, sun/cold/chem, sob (pm wheezing), costochondritis, choking sens, wgt gain, hypercholesterolemia, gi/gu disturb, easy bruising, infertility, and increased sx's perimenstrually. Otherwise healthy."